Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product/logs were returned. The root cause of the placement signal issue was unable to be determined since no product/logs were returned and insufficient clinical details were provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During impella support, the placement signal was lost, and the placement signal alarm proved unreliable. X-ray evaluation confirmed appropriate impella positioning; the alarm was deactivated, and regular position checks with x-ray were recommended. Despite these issues, the pump remained operational throughout support until weaning and explant. No patient harm was reported.